Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings, excessive no delivery alarms and lost sensor alarm from the insulin pump. The customer's blood glucose reading was 42 mg/dl. The customer also had high sensor glucose readings of over 300 mg/dl. The customer stated that the no delivery occurred during bolus and basal. The customer stated that the alarm was recurring. The customer stated that the alarm was resolved by a complete set change. The customer was advised that the pump is working as designed.